Event description:
Customer reported that an 840 ventilator had a blank graphical user interface (gui) display. Patient involvement information was not provided. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu). The unit passed performance verification testing (pvt). Covidien ref: (B)(4).